Event description:
While using a stryker oval carbide bur 4.0mm, the bur head broke off the shaft while performing bunion surgery. The two broken parts of the bur were removed from the sterile field. The doctors determined that the stryker handpiece and motor were operating appropriately. The bur was installed on the handpiece appropriately. The bur simply broke in two pieces during use. This did not cause injury to the patient.